Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Reportedly, customer changed out the infusion set supplies to address the issue. The customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained. Customer¿s blood glucose level was 465 mg/dl.